Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: during investigation, the pump failed to power on. Further testing was not able to be performed due to no power to the pump. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The battery cap was able to secure properly to the pump. There was moisture visible in the display. A leak test showed a display lens leak. The pump opened and moisture damage was observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.